Event description:
Per contact, approximately six inches of distal end of the sheath broke off in the endoscope. This was only noticed when the endoscope was cleaned not during disassembly. Only the distal end of the sample is being returned. Customer states that IFU was followed for removal of ligator.